Event description:
It was reported via repair work order that there was loss of all motor functions due to damaged tilt angle sensor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.